Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Continuation of medical devices: dtbb1d1 ICD implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. An alert had triggered for noise and oversensing of nosie was noted. The lead integrity alert (lia) had also triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). Additionally the patient reported the lead had fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.